Manufacturer narrative:
A field service engineer (fse) went onsite and tested the equipment to confirm the reported issue. The fse was unable to confirm the reported issue. The fse tested the device and confirmed that the device operated as expected. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. D4 - product UDI number is corrected.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit could not be placed in standby mode. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Onsite service is currently pending.